Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a meniscus repair using a fast fix 360, after t1 was implanted, t2 deploy simultaneously. The procedure was completed without a delay using a back-up device. Both implants were removed from the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without suture or implant on the needle. The needle was full of debris and the actuator was in the post t2 deployment/pre t1 deployment location indicating the device had been cycled twice. The suture and implants were returned and t1 was bent. A functional evaluation found the device cycled as intended. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.